Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the foot switch was not working correctly and attributed it to a damaged or worn out o-ring and the foot switch was therefore replaced. (B)(4).

Event description:
It was reported that the radiofrequency ablation generator foot switch was not working when pressed. The generator was returned for service. No patient complications have been reported as a result of this event.